Event description:
Rptr underwent cancer surgery and had two implants inserted in 7/83. Within 3 mos she experienced a viral syndrome which has lasted 9 yrs. She lost weight and the implants sagged. A latex drain was inserted. Everywhere the coil touched her raised a blister and the drain was removed two weeks later. She believes that if a skin patch test would be required two weeks prior to surgery, it would determine an individual's allergy to latex and this suffering would not have to be endured. She stated that she has developed psoriasis, food allergies, connective tissue disease, compromised immune system, and has arthritis because of sensitivity to latex. She stated she is a part of the class action suit concerning breast implants/latex.